Event description:
Facility reported a pump failure during an infusion of IV inotropic support (dopamine, milrinone) for a post-op, open chest, redo of mitral valve replacement. The pump failed during infusion and showed "failed" alarms and lights. Therapy was interrupted until a new pump could be found. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.